Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning consumer with implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient initially woke up after implant of the initial device the patient was being shocked by the device. No further complications were reported/anticipated.